Manufacturer narrative:
Upon review of the additional information received, it was determined that (B)(4) no longer apply. (B)(4) were added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via manufacturer representative (rep). It was reported that the previously reported increased seizures was a data entry error. The reason for the subject visit was epilepsy seizure management.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative reported an increase in seizures on (B)(6) 2016. The actions taken and the outcome was unknown at the time of report. The patient's indication for use was epilepsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.